Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that at the time of implant, the stent graft was undersized. A recent CT demonstrated that the stent graft has migrated into the aneurysm aortic sac, resulting in kinking of the device and a type I endoleak. The physician elected to convert the pt with an open repair. The user facility discarded the device. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4) - endoleak, migration; undersized stent graft.